Event description:
The micro drill was sent for eval because it was overheating during a podiatry procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device was identified as a probable cause of the overheating reported.